Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked at the catheter valve during the operation.

Event description:
It was reported that water leaked at the catheter valve during the operation.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received with a cut portion of the inlet tubing. An attempt to inflate the balloon with 10ml of a methylene blue and water solution was made. Once the syringe was removed from the inflation valve, the solution immediately began to leak back out. This was a failure, which stated that the device should be inspected for voids or poor bonding. Active length of the catheter balloon was measured (0.6675") and found to be within specification (0.60" - 0.90"). The catheter measured to be 16 fr. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be improper stripping. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.